Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of (B)(6) results for 1 patient sample tested for antibody to hepatitis b surface antigen anti-hbs) ¿ anti-hbs. The erroneous results were reported outside of the laboratory. The sample was tested on the e601 instrument and the e411 instrument. The results from the e601 were (B)(6). The result from the e411 was also (B)(6). The actual result was not provided. It is not known if the same anti-hbs reagent lot was used on the e411 instrument. The sample was sent to an external laboratory where the result was negative on an architect instrument. The actual result was not provided. No adverse event occurred. The e601 analyzer serial number was (B)(4). The e411 analyzer serial number was not provided. The field application specialist (fas) visited the customer site to observe their preanalytic process. The fas suggested that the patient might be in seroconversion of (B)(6) to anti-hbs (B)(6) and that rare issues could produce such results. The customer does not accept that explanation and would like more information on the seroconversion time period of anti-hbs.

Manufacturer narrative:
The patient sample was submitted for investigation. The customers (B)(6) results were reproduced during the investigation. The (B)(6) results are believed to be correct. The reagent performs within specification. It is possible for a sample to be positive for (B)(6) simultaneously.